Manufacturer narrative:
Correction: procedure delay information has been updated. Additional information: device manufacturing date has been received.

Event description:
There was no reported delay to the procedure due to this issue.

Manufacturer narrative:
The software logs were returned to the manufacturer representative for further analysis. The issue was attempted to be replicated. Testing was unable to replicate the issue and unable to confirm the reported issue. No further action required.

Manufacturer narrative:
Device manufacturing date unavailable. The device was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. A medtronic representative went to the site to test the equipment. After replacing the camera (psu), the imaging system passed the system checkout and was found to be fully functional. The positioning sensor unit (psu) was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Event description:
A medtronic representative reported that while in a sacroiliac and thoracolumbar procedure, the imaging system appeared to be inaccurate by about 4mm after the second set of images was transferred. The medical personnel adjusted the camera, bringing accuracy to 1 mm, allowing the surgeon to proceed. There was no impact on patient outcome.